Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11191. It was reported that pocket infection was observed. The infection was possibly due to staphylococcus infection and related to the device system implant procedure. The device system was explanted and replaced. No patient consequences were noted.